Event description:
The device was returned to the service center with a report from the customer contact that the device had a flickering display, a broken mechanism, won't infuse 18.5 ml of fluids, and pins that connect the screen to the board were broken. These do not indicate any reportable malfunctions. However, during verification testing at the service center the device powered up and audibly alarmed with a s321 (motor error - pmc, left) malfunction alarm code.

Manufacturer narrative:
During testing, the device powered on and alarmed audibly for a s321 (motor error - pmc, left) malfunction alarm code. A visual inspection on the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause was due to the rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in an s321/s421 malfunction. The customer contact's report for a broken mechanism was duplicated during testing. The customer contact's report for flickering display, pins that connect the screen to the board were broken, and infusing 18.5 ml during pvt volume accuracy test was not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.